Event description:
The pt was revised to address alval.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
1818910-2009-03814 is a duplicate report of 1818910-2011-12126. 1818910-2009-03814 will be rejected.1818910-2011-12126 will be kept for investigation purposes.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint - asr revision: asr xl acetabular system (right). Reason(s) for revision: alval / soft tissue reaction. Update rec'd (B)(6) 2014 - surgery date; additional products. After investigation we found (B)(6) had a duplicate - (B)(4). As a result (B)(4) was (B)(4) recreated as a (B)(4) and subsequently voided. All attachments and information from (B)(4) has been added to this com.